Manufacturer narrative:
The insulin pump was received with intermittent button response on the act and escape buttons due to flattened dome switch; the connector on the lcd board was not unlocked during our visual inspection. The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. No unexpected excessive no delivery alarms noted during testing. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump minor scratches on lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the act button sometimes doesn't respond and sometimes you hear the beeps and then it will stop. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer's mother doesn't have the pump with her to perform troubleshooting and she will call back later with the pump to complete troubleshooting and get pump replacement. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.